Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure, the device was electively explanted and replaced due to the battery advisory and the patient being pacemaker dependent. No issues were noted on the device. The patient was stable before, during and after the procedure.

Event description:
New information received stated that the patient was found to have an advisory device during routine follow up at pacer clinic.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.